Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. The customer¿s blood glucose level was 400s mg/dl. The customer was treated with manual injections. The customer did not report any symptom related to high blood glucose level. The customer also reported that the insulin pump had blank display. Troubleshooting was performed and the display returned. The insulin pump will not be returned for analysis.